Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a hematoma in her left chest as a result of a chest wound. The patient had generator replacement surgery on (B)(6) 2016 and the hematoma was discovered a week later, near the generator. The hematoma was evacuated on (B)(6) 2016. The physician assessed that the hematoma was caused by the patient falling and hitting her chest on a table. The patient fell during a seizure. The generator's device history record was reviewed and verified that the device passed all quality inspections prior to release. System diagnostics were performed on 06/15/2016 and the results were within normal limits. No further relevant information has been received to date.